Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative repair and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2014 - patient was diagnosed with vaginal wall prolapse and stress urinary incontinence. The patient underwent a two part procedure including a colpocleisis procedure along with a bladder neck suspension with implant of a bard/davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.